Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported the patient was at school and was complaining about pain at the insertion site. The patient could barely walk due to the pain. The lg inspected the pod and noticed the adhesive was loose and the pod came off the infusion site. The lg took the patient to the hospital due to the low blood glucose levels of 3.8 mmol/l (68.4 mg/dl). The doctor removed the pod and replaced it with a new one. The pod was worn for between 25 and 36 hours. The patient was released after 10 to 30 minutes.